Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergy'), pelvic inflammatory disease ('inflammatory pelvic problems') and genital haemorrhage ('abundant haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lumbar pain"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("extreme fatigue"), dysmenorrhoea ("very painful menstruation"), menorrhagia ("menstruation lasting for many days"), headache ("headaches") and amnesia ("memory loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic inflammatory disease, genital haemorrhage, back pain, alopecia, tooth disorder, fatigue, dysmenorrhoea, menorrhagia, headache and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic inflammatory disease and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergy'), pelvic inflammatory disease ('inflammatory pelvic problems') and genital haemorrhage ('abundant haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lumbar pain"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("extreme fatigue"), dysmenorrhoea ("very painful menstruation"), menorrhagia ("menstruation lasting for many days"), headache ("headaches") and amnesia ("memory loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, pelvic inflammatory disease, genital haemorrhage, back pain, alopecia, tooth disorder, fatigue, dysmenorrhoea, menorrhagia, headache and amnesia outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic inflammatory disease and tooth disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.